Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated their adaptive stimulation was not changing on its own. The patient stated all of a sudden last night the positions were not changing. They stated that they wake up at night because they roll side to side and on their back it turns on. The patient stated that it should be off when they are on their back as well. The patient was redirected to follow-up with their healthcare provider (hcp). Patient services had the patient try the laying position and redo the back position. It was confirmed that adaptive stimulation was on. The patient stated that the stimulation turns off on either side just not on their back. They stated this all started last night. It was reported that this was considered a sudden change in therapy/symptoms. The patient stated that on their back their stimulation ramps back up when it used to turn off. The patient stated when they turn on their side it shuts off. It was reported that the event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep would seeing the patient on (B)(6) 2019. Additional information was then received on 2019-08-08 from the rep, reporting that they were with the patient and the patient was feeling surges while they were walking and just after sitting down. It was reported that the rep checked the amplitude trend and showed that the patient had adjusted the upright position to 10.5v. It was reviewed with the caller how to assign a new voltage to that position. It was also discussed putting limits on what the patient could adjust, but the caller and patient decided not to do that. It was reviewed with the caller how to override the position intensities with the patient programmer. The caller believed that the issue that the patient was having may have been not waiting the full three minutes in position to override the intensity setting. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-07-30. It was reported patient is having issues with adaptive stim where amplitude would "rev up" when patient stood up and then come down to a comfortable level after 3 min. Caller met with patient last time this happened which was about a year ago and reoriented ins. Patient notified caller today stating that it is happening again. Caller states that patient observes amplitude going up to 10v but should be at 8v. Patient has been implanted for a while and is pretty used to using her device. Caller is unsure if patient has made any adjustments with pp, if a position is programmed to 10v other than upright, and if patient is moving from certain positions directly to upright. Patient will set up an appointment to meet with the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-apr-30 noting that the cause was not yet known. The patient was in-between managing hcps and was scheduling a future appointment with a manufacturer representative. The patient was on manual control throughout the weekend and had experienced no issues since the original call. No further complications were reported.

Manufacturer narrative:
Additional information indicated that this has been going on for couple years. No information regarding the event date is a more applicable option. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is reporting a surge/increase in stimulation in multiple positions. The patient stated it will happen when she is sitting, standing, laying, walking, etc. The patient stated she would have her stimulation set at a certain level like 7.1 or 8.0, and she would feel the increase in stimulation and check the stimulation with her controller and the controller would indicate the stimulation was set to a higher number. The patient was redirected to follow up with their healthcare provider (hcp) to address their stimulation and check their ins. The patient declined to troubleshoot. No further information was reported.